Event description:
The stent was deployed in the lad; however, it did not appear the proximal end of the stent was fully deployed. When the balloon catheter was removed, the stent came back also and remained in the groin. The pt was taken to surgery for CABG at which time a cutdown of the groin was performed and the stent removed.